Manufacturer narrative:
The manufacturer conducted a documentary review of risk analysis. Without returned product and reference/batch number, it is. Not possible additional documentary review and to confirm the reported defect. The related risks are identified in our risk. Management file and procedure clearly described in the IFU. Therefore, complaint is classified as no definitive conclusion, unverifiable (no return product).

Event description:
On (B)(6) 2023, patient underwent placement of an implantable vascular access device at (B)(6) hospital in (B)(6), where she was implanted with an angiodynanmics xcela power port, ref # upn h96454090. On (B)(6) 2023, patient was admitted to the hospital with complaints of severe diarrhea, myalgias, chills, headache and fever. Patient was diagnosed with bactermia (sepsis). Patient's port was removed.